Event description:
It was reported that stent damage occurred. The 99% stenosed was located in the severely calcified and severely tortuous unspecified vessel. A 28 x 3.00 promus premier¿ stent delivery system (sds) was selected; however, the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the part of the strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted, damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no damage to the hypotube shaft section and no issues noted in shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed was located in the severely calcified and severely tortuous unspecified vessel. A 28 x 3.00 promus premier¿ stent delivery system (sds) was selected; however the device was unable to cross the target lesion. When the device was removed from the patient, it was noted that the part of the strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.